Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within spec range. No unexpected alarms were noted. The insulin pump had no button response from up arrow button due to moisture damage on keypad traces. No button error alarms noted. No further troubleshooting could be performed due to keypad anomaly. The insulin pump was received with broken battery cap, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump buttons froze after infusion set changed. Customer took battery out and reinserted and insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 16mmol/l. Customer attempted to treat with the insulin pump and treated with injection. Customer reported having issues removing the battery cap and insulin pump alarmed weak battery and failed battery test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.